Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The physician placed a flex main body graft and two spiral iliac leg grafts. No additional devices were used. This information was received through (B)(4) study and one of the questions was if the devices were patent at the end of the procedure. The submitter stated "no" but to the next question asking the site to indicate the occlusion, but the site did not answer the sub-question. Additional information has been requested but not provided by the reporter. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.